Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. Prior to implant, it was noted that the implantable cardioverter defibrillator exhibited noise on the atrial channel that resulted in oversensing. An episode of automatic mode switch was noted. The physician decided to implant the device. After the device was connected, there was no noise observed. Programming changes were made. There were no patient consequences.